Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady was not successfully implanted due to unknown product performance issue. Moreover, the coronary sinus was dissected which was not caused by the lead. No adverse patient effects were reported.